Manufacturer narrative:
(B)(4). Catalog #: igtcfs-65-jp-jug-tulip. Similar to device under 510(k) k090140. (B)(4). Summary of investigational findings: investigation of the returned filter confirmed that the filter legs were unexpanded and seemed restricted somehow by blood. Without the device in question the exact root cause remains unknown. However, no indications that filter was not manufactured according to specifications. During the manufacturing process the spring effect is controlled in 100% of the filters, since they are all advanced through a sheath and deployed during the qc inspection. It is known from complaint history that filter legs caught in a thrombus may prevent filter expansion, or a clot may turn into fibrin formation which again may cause the unexpanded filterlegs. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to initial reporter: the physician prepared the device as instructed and inserted from the right jugular. The filter was going to be placed right below the renal arteries. When the whole filter were out of the sheath tip at the target site, the filter did not expand. He pushed and pulled the whole delivery system, but the filter still would not expand. So he retracted the filter into the sheath and removed from the patient body. He found clots like thing was attached to the filter and preventing expansion. Many clots were found in the sheath as well. He replaced it with another filter to complete the procedure. Patient outcome: the patient did not experience any adverse effects due to this occurrence.